Manufacturer narrative:
(B)(4). The catalog number is 5c8310r, instead of the previously reported 5c8310. The device was returned and evaluated. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported event was an unspecified alarm and during the event history log review, there were several alarms noted: check patient line alarm, low ultra filtration (uf) alarm, check heater line alarm and several others. There was nothing found during the visual inspection. The device underwent functional testing. A one hour therapy was successfully performed. A membrane gasket was replaced as a preventative measure, unrelated to the reported event. Through the evaluation, the reported event was verified as a check patient line alarm, but the cause could not be determined. The device was determined to meet product specifications related to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on the homechoice device during peritoneal dialysis therapy. A swap of the device was initiated and the technical service representative discussed the use of manual supplies to complete therapy until the new machine arrived. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.